Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing causing a delay in therapy. The arrythmia was finally detected and a shock was delivered which terminated the ventricular fibrillation (vf). The device was reprogrammed and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.